Event description:
It was reported that a patient underwent an ent procedure on (B)(6) 2014 and a reservoir was connected to a drain. On (B)(6) 2014, 20cc of fluid drainage was monitored in the reservoir. On (B)(6) 2014, only 1cc of drainage was obtained. The drain and the reservoir were removed from the patient as air leakage was suspected. After the removal of drain, the reservoir was checked but did not inflate at all. Exudate fluid was found in the patient's wound. No clog was found in the drain. There were no adverse patient consequences. The surgeon opines that the anti-reflux valve may have been clogged.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1242478, mfg date: 09/01/2012, exp date: 09/30/2017.